Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently, this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a true positive explant indicator and recommended device replacement. This device was later explanted and was not returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.